Manufacturer narrative:
The event date was reported as an unknown date the week of (B)(6) 2019. (B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system extension set disconnected and subsequently leaked. The medication was observed to be dripping on the floor. The event occurred during a dobutamine infusion. The tubing and dobutamine were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between 30aug2018 and 31aug2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.